Event description:
A report was received regarding a slow delivery process and frequent occlusion issues with a customer's pump. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding corrective actions or the outcome of the event.